Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The evaluation of the unit was received with the shock cushion worn from routine use. The 6 inch transitional teeth were worn and needed to be replaced. Adjustment wrench has also worn threads. Complaint confirmed from the evaluation. The observed condition was likely caused by wear and tear over time / improperly handling of the device. The definite root cause could not be reliably determined. The unit was beyond integra's seven (7) years recommended life cycle (manufactured in 2008).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the arm to the swivel adapter of the a2101 mayfield ultra base unit still moved even if the clamp was locked. There was no known patient involvement, injury or delay in surgery.